Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system cannot boot up. The fse performed troubleshooting and found out the issue with the host pc. The fse replaced the cmos (complementary metal-oxide-semiconductor) battery of the host pc with the new one. Fse reseat and cleaned the ram (random access memory) connector. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found an issue with the host pc's voltage being below the acceptable range. Fse proceeded to replace the host pc and the frontal pc cmos (complementary metal oxide semiconductor) with a new one and cleaned the ram (random access memory) connector. System then was returned to use in good working conditions.